Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent transforaminal lumbar interbody fusion at l5-s1 in which rhbmp-2/acs was used.

Event description:
It was reported the patient underwent a posterolateral and transforaminal lumbar interbody fusion from l5 to s1 using rhbmp-2/acs on (B)(6) 2011. The rhbmp-2 was placed in the disc space and lateral gutters. Sometime postop, the patient reportedly experienced pain which radiates to his hips, groin, and lower extremities. A lumbar MRI performed on (B)(6) 2013, revealed a fluid collection over multiple levels of the patient¿s lumbar spine. A lumbar MRI performed on (B)(6) 2013, revealed bony overgrowth.